Event description:
It was reported that when dr (B)(6) placed her most recent interstim system he 'messed up the leads' on her nevro stimulator, pulled the leads away. The pt had surgery to replace the leads recently. The pt mentioned that the doctor she worked with for nevro had what sounded like a strain relief loop that was possibly effected. The pt states the nevro doc saw the leads for interstim and said they looked intact. Caller is no longer working with dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).